Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 444 washer/disinfector and found that the rack loading assembly was bent allowing the racks to shift within the washer making contact with the unload door resulting in the reported event. The rack loading assembly ensures that racks stay in place and are properly aligned within the washer. The reliance 444 washer operator manual states (1-1), "warning - personal injury hazard: if an obstruction is present in the wash chamber door and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when obstruction is removed. Call a qualified service technician to safely remove obstruction." The technician made the necessary repairs, tested the unit, confirmed it was operating according to specification, and returned the unit to service. The washer was manufactured in 1999 making it approximately 22 years old. The unit is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The technician counseled user facility personnel on the proper maintenance activities as well as operating protocols, specifically to call a qualified service technician. No additional issues have been reported.

Event description:
The user facility reported that three employees obtained small lacerations to their fingers while attempting to manually clear a jammed door to unload their reliance 444 washer/disinfector. The employees self-applied band-aids and returned to work.